Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 30 mm mitral annuloplasty ring was implanted and explanted during the same procedure. The physician felt that the native tissue was a good candidate for repair however after the ring was placed there was regurgitation, and the posterior leaflet was retracted. As a result the physician felt that the ring and repair would not be a good long term option for this patient so it was replaced with a 31 mm bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.